Event description:
There was an allegation of discrepant negative elecsys anti-hcv ii results for six samples from different blood drawings from the same blood donor, tested on cobas e 801 analytical unit, serial number (B)(4). The results measured on the cobas e 801 analytical unit did not compare to the results obtained with a competitor method. All six samples had negative nucleic acid testing (nat) results. Confirmatory testing with two different immunoblot assays was inconsistent for two out of the 6 samples. Refer to the attachment "pt-77616" for all patient data. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The samples were requested for investigation.

Manufacturer narrative:
The customer stated that during blood donation/bleeding several aliquots were taken and parallelly sent to different laboratories for analysis. The customer provided additional sample results. Refer to the updated attachment "pt-77616-updated" for all patient data. A sample aliquot of the blood draw from (B)(6) 2022 and two sample aliquots from a "maximum two month" later blood draw of the same patient were provided for investigation. The customer¿s elecsys anti-hcv ii results could be reproduced. All three samples show non-reactive results for elecsys anti-hcv ii. The non-reactive elecsys anti-hcv ii results were supported by innolia hcv blot results which were negative for all three samples. The investigation is ongoing.

Manufacturer narrative:
The provided samples were sent to an external laboratory and tested with the abbott architect anti-hcv method. All three samples were found to be reactive for anti-hcv. The samples were further tested with the mikrogen recomblot, which shows negative results for all three samples. Overall, the blots, which are regarded as confirmatory assays for anti-hcv only showed an indeterminate result for two donations out of six that were tested with that assay and all other blot results generated with assays from different manufacturers were also negative. This suggests a false reactive result interpretation for the abbott and diasorin assays. The investigation could not identify a product problem.